Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an event where introducer needle broke after being inserted in the body for a few minutes. The site of insertion was abdomen. No significant events lead to the needle fracture. No further information available.